Manufacturer narrative:
(B)(4). The patient had to get the device replaced as a result of the product problem. Medwatch report numbers 1820334-2017-02446 and 1820334-2017-02447 are related. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hubs were falling off after the procedure was complete. New drainage catheters were placed and the faulty catheters were removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.